Event description:
On (B)(6) 2011, patient reported, the down button in the infusion device is not responding intermittently. Patient stated the button does not remain flat. Patient reported the issue began two weeks ago. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.